Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed de novo target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). For pre dilation a 15mm x 2.25mm nc quantum apex mr balloon catheter was inflated one time, and a balloon ruptured occurred at unknown atms. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.